Event description:
Provider alleged sieve beds defective. Per independent repair center statement, the unit had low o2 or yellow light -- confirmed: alarms and shuts down. The key failure was the sieve bed being defective. Additional malfunctions were the zip ties and clamps were replaced.